Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5083779) that a female patient of unknown age who underwent an unspecified breast implantation procedure with two unspecified mentor saline breast prostheses, reported experiencing the following, "my health has slowly been declining since receiving mentor smooth saline under the muscle implants. I have been diagnosed with interstitial cystitis, chronic fatigue, pots, sibo, low vitamin d, panic and anxiety disorder, costochondritis, orthostatic intolerance, heart palpitations, tachycardia, joint pain, migraines, impaired vision, dizziness, vertigo, lightheadedness. I am bedridden most days and no longer able to work. Prior to breast implants I was extremely athletic and did triathlons and races. I never had any health issues whatsoever. Shortly after implants my health started to decline. I have never been the same. I truly believe my implants have made me sick and hope to explant when I can get medical clearance." At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.